Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s pacemaker and right ventricular (rv) lead exhibited multiple high pacing impedance measurements of greater than 2,000 ohms. Some undersensing and high thresholds were also observed on the rv lead. Additional information from the field indicated that the patient is pacemaker dependent. During a device upgrade procedure, surgical intervention was performed and the pacemaker was explanted. No damage or abnormalities were noted with the rv lead so the physician elected to take it out of service and insert it into the right atrial port of the new device as the patient does not have an atrial lead and this created less bulk in the pocket. A new rv lead was successfully implanted in its place. No additional adverse patient effects were reported.